Manufacturer narrative:
Unit passed self test and displacement test. No pump error 53 or pump error 3 alarms noted during testing, however pump error 3 and 53 found in the pump history (linenumber = 439 and filenumber = 16). Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected alarm. Troubleshooting was done for software error detected alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.